Event description:
Customer called to report a bent cannula and a low blood glucose level of 44 mg/dl. Customer's current blood glucose reading was 278 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The insulin pump passed the high pressure test.